Event description:
It was reported that the patient experienced peritonitis. On the same day, the patient was hospitalized for the reported event. On the same day, the treatment for peritonitis included cefepime (125mg per liter, daily, intraperitoneally). Ten days later, the patient was discharged from the hospital and their treatment was ongoing. The patient was reported to be recovering from this event. No additional information is available. This is report 3 of 5 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation so no evaluation could be performed. A review of all batch record documents was performed for potentially associated lot numbers, 13a16h25 and 12k14h25. No issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a supplemental report will be submitted. This is the same patient as (B)(4).